Event description:
Reporter calling, stating she received an email about an urgent product correction notice for "cardinal health monoject 12cc syringes". Reporter states the correction notice is specific to monoject syringes and infusion pump use; reporter states her office does not use the monoject syringe in this manner, and that they use the syringe for "drawing from vials" only. Reporter states they have one box of syringes. (B)(4).